Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Procedure: the patient had index surgery left tka outside cors scope. The patient developed a mechanical failure and underwent a left total knee revision (B)(6) 2016. Patient returns for failed left total knee arthroplasty. Tibial yoke fracture, metallosis and patellar component loose. Patient undergoes new left knee revision on (B)(6) 2020. Femoral and hinge components exchanged.